Manufacturer narrative:
The above combination of devices constitutes an off label application in the USA.

Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, tissue damage, necrosis and exposure to metal debris reported. Pain and diminishment of function in both hips reported in 2012. The femoral stem remains implanted.